Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. All investigation procedures and testing, including decontamination were performed. The distal tip was observed to be separated at the distal end of the ro marker when the catheter was received. The tip appears to have been stretched and elongated 0.5cm. The separated tip is not brittle. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during preparation on percutaneous transluminal angiography, the distal tip of the device was detached. The 90% stenosed moderate tortuosity and calcified target lesion was located at the right superficial femoral artery. During preparation when the physician unpacked the f/g atlantis 018 40mhz and load the imaging catheter unto a non-bsc guidewire. The distal tip of the catheter detached. The physician stated that there was no resistance when the tip detachment occurred. The patient's condition is good.

Event description:
It was reported during preparation on percutaneous transluminal angiography, the distal tip of the device was detached. The 90% stenosed moderate tortuosity and calcified target lesion was located at the right superficial femoral artery. During preparation when the physician unpacked the f/g atantis 018 40mhz and load the imaging catheter unto a non-bsc guidewire. The distal tip of the catheter detached. The physician stated that there was no resistance when the tip detachment occurred. The patient's condition is good.